Event description:
It was reported via repair work order that there was a broken bolt in the right head end wheel.no patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.